Event description:
The account stated the service required flashed an error code of 7 (logic motor control node) and he checked the logic board led's and they showed a leg motor current overload error. He inspected the bed and found that the left coiled cable was pinched exposing bare metal wires. There were no injuries.

Manufacturer narrative:
The account could not determine the cause of the pinched coiled cable. The account replaced the coiled cable to repair the bed.